Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital with chest pain. An initial echocardiogram revealed right ventricular lead had perforated the ventricle and caused tamponade. However, once inside the patient, physician discovered that it was the atrial lead that had perforated the heart. Atrial lead was explanted and replaced and perforation was addressed. Patient was recovering after the procedure.